Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The hcp reported that the patient had the ins explanted but the physician left the lead in place. The hcp reported that the ins stopped working and it was painful. The patient then came on the phone and reported that the ins was working for her, but her pain pattern changed and the ins wasn¿t covering the new pain pattern. The patient reported that the ins was too big for her pocket, it was moving side to side and the device was protruding. The patient reported that a hcp moved the ins from her lower buttock area to her waist. The patient reported that this created a painful location. The patient reported that she couldn¿t bend over or lay on it and clothes became uncomfortable. No further complications were reported.